Event description:
Patient presented back to the physician with delayed neuropraxia and no tongue motion. Physician brought the patient into the or and explanted the entire inspire system.

Event description:
Patient presented to the physician with delayed nerve healing and right-sided tongue atrophy. Physician prescribed steroids.